Event description:
During an endoscopic variceal ligation (evl), the physician used two (2) cook 6 shooter saeed multi-band ligators. It was reported that the physician installed the device onto endoscope and released the first 3 bands successfully, however the fourth band could not be released [difficult-unable to deploy-subject of report]. The device was retracted from the patient and deployment was tried again but unsuccessful. The physician changed to another brand of similar device to complete the procedure. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures received with this report because the product said to be involved was not provided to cook for evaluation. A photo of the product labeling was provided. The first photo shows the product labeling and verifies the product and lot numbers provided in the report. A review of the second photo received shows the barrel of the device still attached to the end of the endoscope with 3 bands still remaining on it - 2 black bands and 1 amber band. No issues that could prohibit band deployment can be seen in the photo. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The report indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in 2 open boxes from the lot number provided in the report. The label matches the product returned. Upon opening the boxes, the trays inside were found to be empty. With no components of the kits being received in the product return, the product evaluation was performed only by the pictures received with this report. A photo of the product labeling was provided. The first photo shows the product labeling and verifies the product and lot numbers provided in the report. A review of the second photo received shows the barrel of the device still attached to the end of the endoscope with 3 bands still remaining on it - 2 black bands and 1 amber band. No issues that could prohibit band deployment can be seen in the photo. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: only the boxes and trays were received as a return. We could not conduct a complete investigation due to the condition of the returned devices said to be involved. None of the components of the kit were included in the boxes and trays that were received for evaluation. A definitive cause for the reported observation could not be determined. The report indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.